Event description:
A report was received that the pt was complaining of pain. The ipg has migrated and she was not getting good effective coverage in the target area. The physician recommended ipg revision.